Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the down arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied damage to the keypad and noted the symbols were worn off. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad rubber is peeling at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.